Manufacturer narrative:
Device evaluation results: one medfusion 4000 pump was returned for investigation in good condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The reported problem "force sensor error" was not found in the event log. However, a "syringe plunger not in place" alarm message was found instead. Syringe testing revealed that the "force sensor error" could be duplicated. In addition, the device also failed "syringe plunger sensor" testing. The customer reported problem and root cause was not found or duplicated, but the "syringe plunger not in place error" was found and duplicated. The fault was caused by the q1 having been broken off the plunger board and the plunger board broken off from the glue. The plunger board was replaced and the device subsequently passed all preventative maintenance and functional testing.

Event description:
It was reported that a smiths medical pump alarmed " force sensor error." No patient harm has been reported.